Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The inability to introduce sheath was confirmed based on the information available to date and resembled the events captured in a pre existing investigation in an engineering technical summary. Available information suggests patient factors (calcification) likely contributed to the event as it was reported the patient had a very calcified external and common iliac. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. Patient had a very calcified external and common iliac. Pretreated the entire iliac system with shockwave ivl and dilated up to 18f with the esheath plus dilator. Upon insertion with the first 16f esheath plus, the split end of the sheath caught and got stuck on a piece of calcium right before the internal iliac artery. A second 26f esheath plus was prepped and inserted, but the patient became unstable hypotensive and bradycardic. The iliac was imaged and a large extravasation in the external iliac artery was noted. Two covered stents were placed and the bleed was controlled. Injury thought to occur with first sheath during insertion. Decision was made not to move forward with valve deployment, let the patient stabilize, and bring them back for carotid first approach.